Event description:
The customer received questionable albumin gen. 2 (alb) and glucose hk (gluc) results on their c501 analyzer. All results were from the same analyzer. The patient's initial alb result was 0.5 g/dl that was auto-verified and reported outside the laboratory. A new sample was tested on (B)(6) 2012 that had a delta check with the result from (B)(6) 2012. The original sample was repeated on (B)(6) 2012 and the result was 3.4 g/dl and it was issued as a corrected report. The patient's initial gluc result was 89 mg/dl and reported outside the laboratory. On (B)(6) 2012, the repeat result was 67 mg/dl. It is unknown if the repeat gluc result was reported outside the laboratory. There were no adverse events. The alb reagent lot number was 64352801 and the expiration date was 08/31/2012. The gluc reagent lot number was 65056701 and expiration date was 01/31/2013. For the albumin discrepancy, the field service representative could not duplicate the problem or find a cause. He checked the analyzer. He performed a successful precision check with results within specification. The customer declined a service visit for the discrepant glucose result.

Manufacturer narrative:
No root cause could be identified with the information provided. The quality control at the time of the incorrect measurement was fine and there is no indication of any problem with the instrument or the reagent. No additional data was available. The patient was not adversely affected by the result.